Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however, a companion sample from the same lot was available. Visual and functional leak testing of the companion sample did not identify any nonconformities. The air in line report could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubble formed in a uromatic y-type irrigation set during rinsing. There was no patient involvement. No additional information is available. This is report 1 of 2.